Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead displayed small p-waves and atrial undersensing was noted. Follow up was conducted and no reprogramming of the ra lead was completed. The lead remains in use. No patient complications have been reported as a result of this event.